Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter address 1 (B)(6).

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 leaked from the holes on the rotating part of the injector. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Summary investigation: the sample shows residue of the drug (inside the needle housing and safety sleeve surface) which suggests a leakage occurred. When it was disconnected from the protector, the grips of safety sleeve have been found damage. However, quality technicians could not duplicate the defect. The sample has been disassembled and no defects have been found in the membrane nor in the sealing. Several inspections and test are carried out during manufacturing process to avoid faulty parts. During molding process, visual inspection is performed. Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. During assembly process, functionality and piston welding test and also positive pressure test are performed to evaluate the properly welding of the sealing in the piston. Device history record was checked and no quality notifications were found. Results for positive pressure test performed with instron cell were acceptable. Investigation conclusion: liquid in injector piston the sample shows residue of the drug (inside the needle housing and safety sleeve surface) which suggests a leakage occurred. When it was disconnected from the protector, the grips of safety sleeve have been found damage. (Picture 4). However, quality technicians could not duplicate the defect. The sample has been disassembled and no defects have been found in the membrane nor in the sealing. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Positive pressure test is performed according to pc-225 to verify the properly welding of the sealing as well. Results of this test have been acceptable the defect was confirmed but quality technicians could not duplicate the defect in the sample. No leak has been found when welding test according to ph-301 current version was carried out. No defects have been found in the needle. No defects in the sealing nor in the membrane. No root cause found. Liquid can only enter the piston if the injector is not activated and the liquid is introduced trough a syringe. It is recommend to follow the instructions of the IFU.